Event description:
It was reported that during preparation for percutaneous coronary intervention procedure, foreign material was noted. It was noted that when the physician was flushing the hoop at preparation foreign material was noted. The procedure was completed with another of the same device. No patient contact.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. No packaging material was returned with the device. A kink was observed in the sheath assembly at 6.1cm from femoral marker at the distal end. There is a piece of foreign material which appeared to be a small piece of paper that was observed inside the hub check valve assembly. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for percutaneous coronary intervention procedure, foreign material was noted. It was noted that when the physician was flushing the hoop at preparation foreign material was noted. The procedure was completed with another of the same device. No patient contact.

Manufacturer narrative:
(B)(4).